Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. The patient effect of occlusion is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 1494 - indication for use. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after an extracorporeal membrane oxygenation interventional procedure using a 15f sheath. Reportedly, the physician noted an occlusion on the lcfa after using two prostyle devices to close a large bore access post angiogram from the contralateral access site. An unspecified balloon catheter was used to treat the occlusion and reopen the artery. The same sutures were used to achieve hemostasis and remain in the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.